Manufacturer narrative:
Information related to event in summary narrative was incorrect and provided with this report. (B)(4).

Event description:
It was reported that customer only used emergency medical services and was not hospitalized or emergency room. The insulin pump will be returned. Harm code for hypoglycemia associated with the treatment code for hospitalization has been deleted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that emergency medical services was dispatched, they were in emergency room and hospitalized due to unconscious with hypoglycemia and seizures on (B)(6) 2020. The customer¿s blood glucose level was 33 mg/dl at time of incident. The customer was assisted with troubleshooting. The customer was treated with glucose tablets and glucagon shot. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer did not allege insulin pump was over delivering. The device will not be returned for analysis.